Event description:
Boston scientific received info that the right atrial (ra) threshold measurement has increased from 1 volt to 2.8 volts at 0.4 ms. The clinician reprogrammed the atrial output to correct the issue. No other measurement were provided and the lead remains in service. No adverse pt effects were reported. Additional info was received that the left ventricular (lv), right atrial (ra) and right ventricular (rv) leads all exhibited increased threshold measurements. It was noted that the pt had twiddler's syndrome and all of the leads were twisted at least 20 times and the device was loose in the pocket. This ra lead was explanted and replaced.